Event description:
Procedure type: lobectomy. According to the reporter: two hours after the procedure, the suture line folded up. The patient was already extubated. A severe hemothorax occurred to the patient.

Manufacturer narrative:
(B)(4).